Event description:
On 04-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 500 mg/dl when the device repeatedly shut off and failed to wake. The user reverted to manual insulin injections to manage glucose. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.